Event description:
It was reported that the 8100 had air in line alarms. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, c, d codes and manufacturer narrative. Root cause: the probable cause of the air-in-line alarms on the 8100 was identified as an old administration/test tubing set. Tech support recommended replacing the tubing set to resolve the issue.

Event description:
It was reported that the 8100 had air in line alarms. There was no patient involvement.